Manufacturer narrative:
H11: additional manufacturer narrative: updated sections h6 (investigation findings, investigation conclusions). Svd is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely root cause is patient factors, including coronary artery disease and hyperlipidemia. The subject device is not available for evaluation as it remains implanted in the patient. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. H11: corrected data: corrected section h6 (type of investigation).

Event description:
It was reported and learned through medical records that a patient with a 25mm 7300tfx mitral valve underwent a valve-in-valve procedure after an implant duration of 1 years, 8 months due to moderate calcification, severe stenosis, and degeneration. The patient presented with nyha class ii chronic diastolic heart failure. The procedure was performed with a 26mm 9755rsl transcatheter valve. The patient was taken to recovery in stable condition post procedure. Per medical records, the patient presented with sob. Pre-op tte ((B)(6) 2025) showed an ef of 65%-70%, moderate calcification of the mitral bioprosthetic valve. Pre-op tee ((B)(6) 2025) revealed mean gradient of 11mmhg with severe stenosis. Tmvr procedure was completed using a 26mm resilia valve. A temporary pacemaker was placed and removed for this surgery. 26mm resilia was placed with no complication. Intra-op tee confirmed decrease in gradient as well as no pvl. The patient was taken to recovery in stable condition post procedure.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.